Event description:
Ous MDR - after and implant duration of about 5 weeks, during a follow-up, loss of capture was noted. It was confirmed, this right atrial lead dislodged.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of quality documents confirmed a regular device manufacturing.